Event description:
The valve was implanted four years ago. It seemed to be occluded because hypodrainage remained even one month after the surgeon changed the pressure from 150 to 30. Spv and b9055 were replaced. As pl07 seemed ok under x-ray with contrast medium, it is still in the patient body with a new valve. The shunt type is ventriculo-peritoneal. The valve was implanted in the chest.